Event description:
Pt had an injection to both knees on (B)(6) 2011 with 0.25% marcaine, 1% lidocaine and depomedrol using a sterile technique. On (B)(6) 2011, pain to his left knee increased and subsequent aspiration revealed (B)(6) infection. Another pt injected by another health care provider on the same date ((B)(6) 2011) also developed the same infection to her right knee. Evaluated all variables and similarities of these two injections and the only commonly used medical device was a 10 cc syringe from henry schein, inc expiration 12/2014, lot # 20100125. We have quarantined all of our injection materials at the time of discovery which was (B)(6) 2011. Already contacted the FDA hotline after hours. Both pts had surgery to wash out knees on (B)(6) 2011 at (B)(6) hospital (B)(6). Event abated after use stopped or dose reduced: yes.